Manufacturer narrative:
Zimmer biomet complaint (B)(4). Date of event: (B)(6) 2021. Medical product: unknown. Therapy date: unknown. The device will not be returned for analysis; however, an investigation of the reported event is in progress. Once the investigation is complete, a supplemental medwatch 3500a will be submitted.

Event description:
It was reported from sales rep (B)(6) that she received a message from the patient regarding her stimulator. Patient had increased pain last night and today. She previously had not difficulty post op. Patient was wondering if this was related to her stimulator? Patient has scheduled an appointment with her surgeon tomorrow morning. Sales rep called patient and received he voicemail. Requested a return call. The patient was also called by (B)(6) and there was no answer. Per the addi: the sales rep advised that the patient has increased pain. She followed up with her doctor and was prescribed pain medication.

Event description:
It was reported from sales rep jacquelyn collins that she received a message from the patient regarding her stimulator. Patient had increased pain last night and today. She previously had not difficulty post op. Patient was wondering if this was related to her stimulator? Patient has scheduled an appointment with her surgeon tomorrow morning. Sales rep called patient and received her voicemail. Requested a return call. The patient was also called by customer service and there was no answer. Per the addi: the sales rep advised that the patient has increased pain. She followed up with her doctor and was prescribed pain medication.

Manufacturer narrative:
Corrections in b4: date of the report, b5: event description, d3: manufacturer, d4: UDI g1: contact office, g6: type of report, h2, h8 and h3. Additional information in d9, g3, h4: device manufacture date, h6: component, investigation type, findings, and conclusions and h10: additional narrative. The spinalpak stimulator was received for evaluation. The DHR was reviewed in the product information section. All evaluation results are included in the product evaluation section. The failure was not confirmed for the spinalpak stimulator therefore a complaint history review is not required. The failure was not confirmed for the reported condition of the "experienced pain". The unit was tested and the unit stopped beeping when the dummy load was entered. Review of the information provided by the customer and the findings from the investigation indicated that no physical and/or device functional condition could be found that could be considered a causal factor for the reported complaint of "pain". No failure and/or fault condition could be found and confirmed. Therefore, no further actions are required at this time. Highridge medical will continue to monitor for trends. This device is used for treatment. A follow-up report will be sent if additional information is obtained that adds value to the relevant content of this report.